Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the placement procedure, when inserting the dilator and the sheath introducer over the guidewire, the dilator and the sheath introducer were not able to advance over the guidewire, due to a kinked guidewire. A second attempt was made and the procedure was successful. There was no reported patient injury.

Event description:
It was reported that during the placement procedure, when inserting the dilator and introducer sheath over the guidewire, the dilator and sheath were not able to be advanced, due to a kinked guidewire. A second attempt was made and the procedure was successful. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one guidewire and one dilator were returned for evaluation. The guidewire was received inserted in the dilator. A bend was noted to the dilator and damage was noted at the tip. Multiple bends were noted along the length of the guidewire, including one at the dilator tip, though all the coils appeared to be in alignment. Based on this finding, the investigation is unconfirmed for the reported kinked guidewire and confirmed for a bent guidewire. It is likely that the identified guidewire bends were perceived as kinks. Additionally, it is likely that these bends contributed to the reported advancement issues and identified dilator damage. However, the definitive root cause for the guidewire damage could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 11/2022).